Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This was observed when the bag was cut open to access the pump before patient use. The balloon inside the pump did not appear to be deflated; however, a significant amount of residual liquid was observed in the cytotoxic outer bag and powder/crystallization was observed within all three (3) packaging. The device contained fluorouracil 48000mg in 115ml of sodium chloride 0.9%. A new pump was issued for use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between january 29-31, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid on the outer surface of the device which suggest leak may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.